Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had allowed the pump battery to deplete fully due to normal battery depletion. Upon plugging in the pump to charge, the pump was able to beep and vibrate but was otherwise unresponsive. There was no impact to the customer's blood glucose level. Reportedly, the customer has manual injections available as alternate insulin therapy.